Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to latch to monitor) was confirmed. Upon investigation, the electrode belt trunk cable connector pins were bent, preventing the electrode belt from properly latching to a monitor and causing a short in the drvn gnd to +5v connection. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to latch to a monitor.